Event description:
Local anesthetic in the pump finished in 24-30 hours instead of 54 hours. Fill volume 270ml. No adverse event of pt occurred.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. It was reported that the sample was available for evaluation, but has not been received. Additional info has been requested. Complaint is under investigation.